Event description:
Reporter alleged a result of 27 mg/dl was obtained on the aviva system at 5:22 pm while she was unresponsive and her husband called the emts. Reporter stated that within 10 minutes, the emts obtained a result of 8 mg/dl on their system and treated her with glucose gel, then a saline IV with sugar put into it. Reporter indicated that results of 78 mg/dl at 5:31 pm and 163 mg/dl at 5:40 pm were also obtained on the same aviva system. Reporter stated she was able to eat dinner afterwards. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.